Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and a misalignment in the vibration motor. This report is made based on results of investigation completed on 02/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The vibratory alerts were also not functional when the pump was booted. The pump case was removed, and a misalignment was found in the vibration motor. Initial reporter: (B)(6).